Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been confirmed to be unavailable for this report. This is the second of three reports from this facility. (B)(4).

Event description:
An ophthalmologist reported that knives have been generally blunt. Procedure details and patient involvement or impact information is unknown. Additional information has been requested. Additional information received clarified that multiple knives, possibly 50% in the last two or three years, have been blunt during separate surgeries. In some cases the knife was continued in the given procedure while in other cases an alternate knife was obtained. There has been no impact to any patient. No further information can be anticipated.